Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found to be in back-up mode. A software download was successful, but 1 month later, a transtelephonic monitor observed no magnet response. A clinical check found the device had reverted to back-up mode. Two download attempts failed.